Manufacturer narrative:
An event of complete left bundle branch block during procedure, moderate perivalvular leak post implant, fever and moderate posterior periprosthetic leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - vantage ide study, (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, after predilatation, complete left bundle branch block was observed, so a temporary pacemaker was left, which was removed the next day due to qrs narrowing and the absence of new conduction disorders. The device was successfully implanted at a depth of 3.97mm. Post-implant balloon valvuloplasty done due to moderate perivalvular leak. On (B)(6) 2023, after the procedure, the patient presented with a fever of 38ºc, without symptoms in the anamnesis by apparatus. Blood cultures and urine sediment. Antibiotic therapy was started on (B)(6) 2023 (amoxicillin/clavulanic), urine culture was positive for morganella, and levofloxacin was started. On (B)(6) 2023, transthoracic echocardiogram (tte) was performed and revealed moderate posterior medial periprosthetic leak.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Crd_1003 - vantage ide study, eu0748 - 389 ((B)(4).) It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, after predilatation, complete left bundle branch block was observed, so a temporary pacemaker was left, which was removed the next day due to qrs narrowing and the absence of new conduction disorders. The device was successfully implanted at a depth of 3.97mm. Post-implant balloon valvuloplasty done due to moderate perivalvular leak. On (B)(6) 2023, after the procedure, the patient presented with a fever of 38ºc, without symptoms in the anamnesis by apparatus. Blood cultures and urine sediment. No treatment was provided. On (B)(6) 2023, transthoracic echocardiogram (tte) was performed and revealed moderate posterior medial periprosthetic leak.